Event description:
It was reported that the measured oxygen concentration deviated from set value and alarms for high airway pressure had been generated there was no patient harm reported. Manufacturer´s ref. # (B)(4).

Manufacturer narrative:
It was reported that the measured oxygen concentration deviated from set value and alarms for high airway pressure had been generated. Our field service engineer investigated the reported machine on site. It was not possible to reproduce the reported issue. However the machine's logs and pictures taken by the customer confirm the reported issue. Therefore, as a precaution he replaced the o2 gas module, n2o gas module, control printed circuit board(pcb) and the water trap receptacle. No parts have been returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer´s ref. # (B)(4).